Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that there was an inaccurate delivery issue with the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/21/2017 with the following findings:a review of the black box showed a multiple manual suspensions followed by power on reset events and the deliveries were never resumed. It also showed multiple exceeds max total daily dose limits followed by resumed deliveries. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and the basal history showed the correct units and the total daily dose showed the correct dosage. No alarms occurred during testing. The complaint of the basal history not matching the active basal program could not be duplicated.